Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation became uncomfortable. The patient turned off the scs system. The scs system was explanted. Note the patient received 2 leads from the same lot number.